Event description:
It was reported that this pacemaker exhibited loss of capture and high threshold measurements on the right ventricular (rv) channel causing it to go into suspension mode. The patient will be seen for further system testing soon. The pacemaker remains in service. No adverse patient effects were reported.